Event description:
"Adverse event: endoleak. On (B)(6) 2013: tevar (zone1: 2deblanch) was performed. No leakage was confirmed in CT imaging taken before the patient was discharged. On (b)(46 2018: in a follow-up check of 5 years after implant, it was found that the proximal part of the graft expanded, and type 1a endoleak was confirmed. Migration of the graft to the distal was also confirmed. On (B)(6) 2018: arch replacement and open stent graft were performed. For the open stent graft, the 2nd tever was performed. After the procedure, the patient's condition was good, but the patient is currently observed."